Event description:
The customer reported that the system displayed filament and precharge fault error messages. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. No conclusion can be drawn, as repair information is unavailable. However, no report of pt or staff injury was reported.